Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt during open heart surgery. The device failed to discharge using paddles and displayed a "lead short" error message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.